Event description:
A customer reported that the laser of an ophthalmic operating console was not working in a vitreo retinal procedure. There was no patient impact reported. Additional information has been requested but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative was able to replicate the reported event. The issue was found to be the key switch for the laser was turned off. To resolve the issue, the key was switched back on. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to the key switch was turned off. This is attributed to user error, and the system itself was found to meet specifications. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).